Event description:
Additional information received reported that the health care professional hadread about the contraindication of diathermy for deep brain stimulation (dbs) patients in medical literature. The reporter stated that she did not know of any specific patients that had experienced adverse events associated with diathermy.

Event description:
It was reported that a patient had a diathermy procedure at the dentist and had problems with their bilateral deep brain stimulators afterward. Please refer to mfg. Report # 3007566237-2013-01912, as the unknown patient had bilateral systems that were affected by diathermy.

Manufacturer narrative:
Concomitant products: product ID neu_ins_stimulator, serial# unknown, product type implantable neurostimulator. (B)(4).